Event description:
Flaming at the end of the probe causing the probe cover to melt away from the fibers. The flaming occurred inside the patient during a laparoscopic procedure. Bowel gases were not thought to have been a contributing factor. The patient did not receive a burn. Also, there was a strong smell of gas coming from the argon beam coagulator during use. This is not the first time our facility has encountered this type of problem with this device (it has happened twice before).======================manufacturer response for abc probe, abc probe (per site reporter).======================our clinical engineering department will arrange for generator pickup and swap. We will keep product until we know the patient's outcome.